Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Unit received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. He was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.